Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis nurse reported that the patient encountered an overfill during treatment and went to the hospital. Follow up with the patients peritoneal dialysis nurse indicates that the patient was diagnosed with an edema in the legs. The patient did not report any malfunction. Additional information was solicited.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy with the liberty select cycler and the patient¿s fluid overload. Fluid overload in peritoneal dialysis (pd) patients can manifest as generalized edema, pulmonary edema, and hypertension and fluid overload in a pd patient may reflect any combination of inappropriate prescription, noncompliance, loss of residual renal function, mechanical problems, and peritoneal membrane dysfunction. Based on the available information, inadequate dialysate concentration may have contributed to the fluid over load.

Event description:
Additional information was solicited and received and the patient¿s discharge summary obtained confirmed the patient the patient presented anasarca. According to the discharge notes the patient improved significantly with a 5kg weight loss after treatment with hypertonic dialysate. The patient was discharged home in stable condition on a 2 gram sodium diet with no activity restrictions.